Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for a routine follow-up experiencing phrenic nerve stimulation. Upon interrogation, the left ventricular lead exhibited loss of capture. The loss of capture was noted in all vectors which caused the phrenic nerve stimulation. The physician elected to reprogram the device to rv pacing only. The patient would continue to be monitored.